Manufacturer narrative:
12/23/97-supplemental report #1 submitted to FDA.

Event description:
The device was used during laparoscopic cholecystectomy procedure. Reportedly, the clips would not advance. The surgeon applied another instrument to complete the procedure. The hospital has reported that no pt injury occurred.